Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the pt received an unk durom hip implant in 2007 (exact date unk) and is being monitored due to unk reason. No revision information has been received.

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review as the pt is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for eval and an investigation result be available, an amended device report will be filed. The need for corrective measure is not indicated at this time. (B)(4).